Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen issue. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was a touchscreen issue. A calibration was performed but did not resolve the reported issue. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen issue. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was a touchscreen issue. A calibration was performed but did not resolve the reported issue. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace. Investigation is ongoing.